Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback coronary orbital atherectomy device instructions for use states, "use of the oas is contraindicated in the following situations: ...the target lesion is within a bypass graft or stent." Dr. (B)(6) assisted in the procedure. Per dr. (B)(6), he did not believe any component of the oad or guide wire was defective. The physicians were aware of the stent prior to the procedure, and that the oad was being operated within the stent. Event was reported under mw5094948. A report was submitted for the guide wire used in this procedure under 3004742232-2020-00188. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) and viperwire guide wire were selected for treatment of a severely calcified lesion located in the right coronary artery. The lesion was located within a pre-existing stent which was severely under expanded. The oad was operated on low speed without issue. Balloons were still difficult to deliver after atherectomy was performed, and the oad was then operated on high speed. The oad became entangled within the previously placed stent. The oad was removed with significant backward force, and the stent became dislodged from the vessel. Both were removed and the vessel was successfully re-stented. There were no patient consequences and the patient was discharged the next day.